Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her tubing on her infusion set broke, at the connector to the site after wearing it for approximately a day. This issue occurred on 1-2 occasions. The patient changed out the infusion set and cartridge to resolve her issue. Moreover, she did not notice any damage when the package was first opened. Reportedly, her blood glucose level was between 54-500 mg/dl. No further information available.